Event description:
Blue tubing on pulmonary artery catheter came apart from the rest of the catheter, closest to the patient. Blood leaked out of the catheter. The catheter was removed immediately upon noticing the disconnection.